Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4), d4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urethral atrophy and recurring incontinence, it was also reported a fluid loss in the device due to a hole in the cuff. The aus was explanted and replaced. There is no additional information reported.